Event description:
It was reported that during a holmium laser enucleation of the prostate procedure, the fiber broke. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis determined that the fiber was returned as a single piece; however, it measured 94.5 cm, indicating that it had broken. This finding confirms the reported event. Microscopic analysis confirmed that the fiber connector was in good condition. Functional testing indicated that two treatments had been delivered. Additionally, the aim beam light was bright. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of fiber break is defined in the risk documentation. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a holmium laser enucleation of the prostate procedure, the fiber broke. The procedure was completed using another fiber without patient complications.